Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And the probe was confirmed, to be broken. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The subject device was manufactured in july 2023. Based on the results of the investigation, it is likely, that the probe breakage was caused by the following: 1. During output activation in seal & cut mode, the probe encountered hard tissue, metal or surgical instruments. This caused scratches on the probe. 2 .a force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. Therefore, cracks were branching from the scratches on the probe. 3. A force was applied to the probe causing it to break. The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿the thunderbeat instrument should be used for soft tissue. Do not activate output, while grasping hard tissue such as bone or highly calcified tissue or hard objects such as metal clips, stapler, other instruments or forceps and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section, as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone¿. ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly, during activation, a scratch on the probe tip could occur, due to ultrasonic vibration. Which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge. Which may cause burns and decrease functionalities¿. This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a radical prostatectomy, the probe was found falling into the patient's abdominal cavity. The fallen probe was recovered with forceps. It took 1 minute to retrieve the probe. The procedure was completed with a similar device. There was no injury or health damage to the patient.